Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5 (applicator, area of concern, treatment date), d1, d4. Corrected data: d8, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the abdomen on (B)(6) 2021 using the curve 150 and curve 240, to the infra-scapular on (B)(6) 2019 and (B)(6) 2021 using the cooladvantage and cooladvantage+ applicator with coolfit and coolcore contours, and to the flanks on (B)(6) 2018 and (B)(6) 2019 and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 11/17/2021developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.